Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The patient was born on (B)(6). Eighteen days after admission to the hospital, the patient was discharged. On that same day, the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which resulted in peritonitis. The peritonitis was manifested by abdominal pain and cloudy effluent. The break in aseptic technique was further described as the wrong fluid changing procedure being used. On the same day,the patient was hospitalized for the event. On an unreported date, patient began treatment with cefazolin (1 gram per day, intraperitoneally (ip)) and fortum (1 gram per day, ip) for peritonitis. At the time of this report, the patient was recovering from the peritonitis event. The patient's caregiver was retrained in proper aseptic technique. Pd therapy was ongoing. Additional information was requested but is not available.